Manufacturer narrative:
Since the initial report was filed. The medical center forwarded to abiomed the impella product. The product went through analysis. And the root cause of the pump stop was determined. The pump stopped, due to biomaterial ingestion. The failure mode will be monitored and trended.

Manufacturer narrative:
The full investigation into the pump stop of the impella 5.5 was not possible. The team did not return the pump for investigation. The team did communicate that upon explant the pump had biomaterial, presumed to be plaque, adhered to the pump. This adhered material prevented the impeller from operating as necessary. Without the pump, this can not be investigated further to determine the root cause of the stop and biomaterial composition. The failure mode will be monitored and trended.

Event description:
A patient was admitted with multiple cardiac comorbidities. The team observed multivessel coronary artery disease as well as an ef of only 20% and aortic valve insufficiency (ai). The plan was made for coronary artery bypass surgery (CABG) and aortic valve replacement with an impella 5.5 providing for hemodynamic support. The surgery was performed and when the patient was taken off the CABG pump, the impella stopped. The team attempted to troubleshoot the pump stop by restarting multiple times. When this failed, the team explanted the 5.5 pump. The patient was monitored and found to be stable. No second impella pump was placed. The pump had run for almost 5 hours of support before the pump stop.